Event description:
Customer reportedly received the following results on the aviva system within 10 mins: 189 mg/dl, 470 mg/dl, 267 mg/dl, 225 mg/dl, and 212 mg/dl; 231 mg/dl and 106 mg/dl. The reported values were obtained on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.